Manufacturer narrative:
Concomitant medical products: 4076 lead (B)(6) 2008; 305c225 valve implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed out, woke up and called 911. The patient was brought to the hospital where their device was interrogated. The device withheld therapy for sinus tachycardia, however the patient was in ventricular tachycardia (vt). The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.